Event description:
It was reported that a smiths medical level one fluid warmer had an issue with overheating. No other information provided.

Manufacturer narrative:
Evaluation summary: one level 1 hotline blood and fluid warmer was received for investigation in fair condition with evidence of scuffing on the case. A test tool was installed and the unit was powered on. The low fluid switch was tested and the low fluid alarm was activated. Additionally, both general audible and visual alarms were present during a general alarm test. However, the over temp alarm switch failed to activate until 42.4 degrees. Upon further inspection, it was found the pump was noisy and was leaking water due to normal wear. Also, the glyptal seal was broken indicating customer may have been turning the lcd and overtemp potentiometers to make adjustments to the pcb, but the circuit board was not damaged. The device needed to be re-calibrated. Due to the investigation and evidence, the complaint allegation was confirmed. User interface was the noted problem source.